Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital eleven days after being admitted. At the time of this report, the patient was recovering from the peritonitis event. On an unknown date, the patient's catheter was removed and replaced with a new one. At the time of this report, peritoneal dialysis therapy had been discontinued and the patient was performing hemodialysis. No additional information is available.